Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. The oxygen cell was also replaced. No further investigation will be performed.

Event description:
The customer reported that the ventilator was alarming extended high p peak, safety valve, circuit occlusion, and low fraction of inspired oxygen (fio2). Also the customer wanted the fuses checked as they weren't sure if there was a fuse issue. There was no patient involvement.